Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio removed battery #1 from the device and placed it back in the device. After the battery was placed back into the device, the reported issue went away and the device was able to power on normally. Physio also replaced the device's system pcb assembly as a precautionary measure. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and was unable to find any issues with this removed part. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their was not completing the boot up process when they attempted to power it on. As a result, defibrillation therapy would not be available, if it was needed. There was no report of patient use associated with the reported event.